Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically analyzed for damage. The device showed stretching and a fracture located 4cm from the hub. The shaft showed a kink located 115.4cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for stretching, fracture and a kink.

Event description:
It was reported that device fracture occurred. The target lesion was in the liver. A renegade hi flo 135/20 was unpacked. However, when the microcatheter was pulled out from the protector sheath, it was found fractured, yet is still intact. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Event description:
It was reported that device fracture occurred. The target lesion was in the liver. A renegade hi flo 135/20 was unpacked. However, when the microcatheter was pulled out from the protector sheath, it was found fractured, yet is still intact. The procedure was completed with another of the same device. No complications reported and the patient was stable.